Event description:
It was reported that the postoperative cage migrated and removed the cage by reoperation. The right pedicle broke, as a result of broken bone, l4 the screw on the right was loose and re-locked by changing the screw insertion direction.

Manufacturer narrative:
Nc/CAPA history review, labelling review, risk assessment the customer reported event was confirmed via correspondence with the rep. It was reported that a screw migrated out of position after surgery due to a broken pedicle. The screw was not returned for evaluation and the lot number is unknown so manufacturing record review could not be performed. It was reported that the pedicle was cracked that led to the screw being out of position. No complications were noted in the initial surgery so it is most likely that the pedicle cracked after the initial surgery and before the revision surgery. It is unknown what could have caused the pedicle fracture as the patient's post op activity is unknown, it is unknown what the patient's bone quality is, and no patient information/x rays were provided. It is unknown how the screw holes were prepared and if this had any effect on the pedicle cracking post operatively. The most likely root cause for screw migration is the pedicle cracking causing the screw move post operatively, however there is not enough information available to determine what caused the pedicle breakage. Patient post op activity, poor bone quality, disease, and/or screw hole preparation could have all caused or contributed to the pedicle breaking.

Event description:
It was reported that the postoperative cage migrated and removed the cage by reoperation. The right pedicle broke, as a result of broken bone, l4 the screw on the right was loose and re-locked by changing the screw insertion direction.